Event description:
During the procedure, the 10mm reamer broke into several pieces while making the femoral tunnel. The surgeon retrieved the pieces from the patient and utilized fluoroscopy to ensure that no pieces of the reamer remained in the patient.